Event description:
Pt called lfs and alleged that the meter would not power on. The pt stated that the last time they tested was in november of 2003. They had attempted to test but the meter would not power on. Approx half an hour later they went to the clinic to test their blood sugar. They were feeling sweaty at the time. The result was 125 mg/dl. The pt did not receive any treatment. The power issues was not resolved with troubleshooting. The battery is less than one year old and the battery contacts are in good condition. The meter is being replaced for the pt. No further information has been reported.